Event description:
Per letter received from attorney, "user was injured as a result of the tilt control switch located in close proximity to the left armrest, being activated by the left armrest". Subsequently the user's legs became trapped under a table top. User allegedly suffered an open hematoma to the leg.